Event description:
I used fixodent from approx 2002 until now 2009. Experiencing numbness and tingling in my extremities in 2007 or 2008. I was diagnosed with neuropathy. Blood test taken high level of zinc in my blood. Liver enzyme level elevated. Dose or mount: denture cream & powder, frequency: once daily, route: oral. Event abated after use stopped: no.